Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Analysis was unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was also received with moisture damage on the motor and force sensor. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had moisture and screen damage. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.